Manufacturer narrative:
The customer believes the proper nightly maintenance has not been performed regularly. A reagent issue can be excluded as the qc was acceptable. The investigation is ongoing.

Event description:
There was a complaint of questionable tsh results for 4 patients tested with a cobas e411 rack. The questionable results were reported outside the laboratory. The doctor requested reruns. The tsh used was lot 00512566 and the expiration date was requested, but not provided.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 met acceptance criteria with no alarms. The qc met acceptance criteria. There was no indication for a performance issue of reagent or instrument. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found the cause to be insufficient sample volume. The analyzer performed per specifications. The investigation did not identify a product problem.